Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation confirmed that the unexpected restart occurred however in-house testing was unable to reproduce the failure. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device restarted unexpectedly. There was no patient injury reported as a result of this incident.